Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 200 units of insulin. Reportedly, the air was not removed from the cartridge prior to filling it with insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.